Event description:
It was reported that during the preparation for a stenting treatment procedure, a stent dislodgment occurred. While the stent protector was being removed from a 2.25x24mm promus element plus stent, the stent dislodged from the balloon outside of the patient. The procedure was completed with another device. No patient complications occurred and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).